Event description:
It was reported there was a delay in surgery due to difficulty inserting the device.

Manufacturer narrative:
It has been determine after analysis the threads in the shell are damaged and could not be measured. However, the threaded tip of the impactor has material embedded in the threads from the implant. The tip of the impactor looks as if it could have been dropped. Whether or not this could have attributed to the incident is unknown. The thread function is not measurable, due to deformation. It appears the two components may have been cross threaded during assembly.